Event description:
A surgeon reported an unexpected postoperative outcome following an intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A compeleted questionnaire has not been rec'd. (B)(4).